Manufacturer narrative:
The lot/serial number of the device was not reported, hence, a review of the mfg paperwork was unable to be conducted. Per the gore excluder aaa endoprosthesis IFU, the physician should not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Please note, the event related to this device, was determined to be the cause of the event reported previously in medwatch 2953161-2007-00174.

Event description:
In 2007, this pt was implanted with a gore excluder aaa endoprosthesis. Due to severe tortuosity, the gore 18 fr introducer sheath was inserted as far as it could reach, however, the device kinked and resistance was felt while inserting the trunk-ipsilateral leg component. The device was able to be inserted and the physician performed a deployment of the device. During withdrawal of the trunk ipsilateral leg component delivery catheter, the leading olive of the device caught on the edge of the sheath. The leading olive tip detached on the guidewire. The physician chose to insert the iliac extender component on the same side, leaving the leading olive tip of the trunk-ipsilateral leg component on the guidewire. The leading olive tip of the trunk-ipsilateral leg component again got caught on the edge of the sheath upon withdrawal following deployment of the iliac extender component. The leading olive tip of the iliac extender component detached as well, on the guidewire. A snare catheter was used successfully to retrieve the 2 detached leading olives back into the sheath and out of the pt, with no reported adverse event to the pt.